Manufacturer narrative:
The device was not returned for analysis. The lot history record for this product could not be reviewed and a query of the complaint handling database for the reported device could not be conducted because the product was not returned for evaluation and the lot number was not reported. The cause of the reported difficulty cannot be determined. However, the subsequent treatment appears to be related to the circumstance of the procedure. It is possible the device interaction with friable femoral vessel and/or an interaction of the device with patient anatomy, or vessel pinched by suture, or a lateral puncture during deployment may have contributed to the reported event. The patient effect of obstruction/occlusion is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Event date: estimated date. The customer reported the device was not retuning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after use of a proglide device there was posterior wall involvement, the vessel occluded, the patient required vascular surgery and an increased hospital stay relative to an unspecified procedure. No additional information was provided.